Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the stent migrated to the distal end of the balloon catheter. During an attempt to withdraw the delivery system and stent. The stent embolized to the right femoral artery. The delivery system was successfully withdrawn using a snare wire. The pt was sent to surgery for stent removal from the right femoral artery. There were no add'l clinical sequelae reported relative to this event.